Event description:
During an implant procedure the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.